Event description:
It was reported that there was a lead alert and the lead had increasing, high impedance. Follow-up revealed that the lead is being monitored and the alert was reprogrammed. The lead is still in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.